Event description:
The patient was originally treated for a pre-operatively ruptured thoracic aneurysm with another manufacturer's stent graft on an unknown date. It was reported that the patient developed a proximal type 1 endoleak which required the talent thoracic stent graft system to be implanted emergently. The procedure was successful in eliminating the endoleak; however, the patient presented with a fever on an unknown date and was to have an aorto broncho fistula. The patient was taken to surgery where the talent and the other manufacturer's stent graft were explanted. The stent graft was discarded after the procedure. The patient expired after the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: conclusions: (pre-operative thoracic aneurysm rupture). (Proximal type 1 endoleak with another manufacturer's device).